Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The customer reported that the cutter was not cutting during the vitrectomy procedure. The blade would open intermittently. It is unknown if aspiration was working. There was no harm to the patient. A product sample was received at the manufacturing site and it is awaiting evaluation.

Manufacturer narrative:
One probe was returned and visually inspected and was deemed nonconforming. The needle is bent at approximately 45 degrees. Actuation testing was performed and deemed nonconforming. The cutter did not move. Cut testing could not be performed due to no cutter movement. Aspiration testing was performed and deemed conforming. The probe was disassembled and the components inspected. There is approximately 30 minutes of usage wear on the inner cutter when compared to the cutter wear visual standards. There was significant resistance felt when removing the inner cutter from the bent needle. The inner cutter is severely bent. No wear marks are present at the bend area. The finish good consumable lot was manufactured with two component probe lots. A device history record review for each of the two probe lots was conducted. No anomaly was found during the device history record reviews. The product was released based on the product¿s acceptance criteria. A complaint lot history examination indicates there were no other complaints for the reported issue. The root cause for the probe not functioning correctly is due to the bent needle condition. This bend needle condition appears to have occurred during its surgical use but it is not known how the needle actually became bent. A bent needle will cause interference between the inner cutter and outer needle and result in the probe not working. The probe could not have been shipped in the condition the probe was received back for evaluation as the needle would not have been able to fit into its protective cap. No specific action with regard to this complaint was taken because the reason for the bent needle cannot be determined from this evaluation, but was not due to the manufacturing of the probe. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. During the testing of a probe, the probe is visually inspected and a bent needle would be detected and removed from the lot and scrapped. (B)(4).